Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as a few drops of diluent leaking from the wbc (white blood cell) and rbc (red blood cell) baths on the instrument. The leak was contained within the instrument. Patient test results were not affected as there was an error condition of voteouts (non-numeric results) for all patient samples run at the time of the leak. The operator was wearing gloves and a lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and observed the reported bath overflow. The fse found a clog in the waste line at lv14. The waste line at lv14 was replaced, resolving the bath overflow. (B)(4).